Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: the actual device was not received for evaluation. However, performance data was collected from the device and analyzed. Noise and high impedance was noted. The lifetime ventricular sic (sensing integrity counter) was 315,696. A high value of this counter can indicate a possible intermittency in the system. The ventricular pacing impedance measurement was consistent in the range of 400 - 500 ohms until the week ending 2007, when the maximum value was 648 ohms. The value increased from this point during the measurement period, through the week ending 2007, when the minimum was 2384 ohms and maximum was 2544 ohms.